Event description:
It was reported that the lead was measuring to have increased thresholds, undersensing, and high impedance. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Analysis results revealed high resistance/impedance. There was one patient alert for out of tolerance subthreshold lead impedance on (B)(6) 2009. The weekly pace impedance trend data shows a gradual increase for min and max right ventricular pace impedance from 752 to 8592 ohms peak between (B)(6) 2009 and (B)(6) 2010. Analysis results also noted oversensing. One ventricular non-sustained tachycardia episode with less than 210 ms average ventricular cycle length was recorded on (B)(6) 2010.